Event description:
It was reported that the patient underwent a superion implant revision procedure, the reason is unknown, the procedure was completed successfully. The patient is doing well post operatively. The device will not be returned for analysis as it was retained by the facility.